Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one and a half months earlier the battery status was less than half a year remaining with a magnet rate of 90 paces per minute (pppm). At the current device interrogation the battery status showed one and a half years remaining with a magnet rate of 100 ppm. It was noted that there was a decrease in pacing percentage from 80 percent to 55 percent. A disk of the device's memory ws sent in for review. Upon review the boston scientific engineer found no resets in the pacemaker. It was noted that the last charge time reading was 0 and the device ws in an atrial tachy response (atr) mode switch. An atr mode switch can cause an invalid battery charge time measurements in the device. Invalid battery charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during the follow up visit. The programmer may have run a battery charge time measurement and read the result as 0 which is beginning of life (bol). Engineering noted that the inaccurate battery charge time reading should correct itself and the next time the programmer interrogates the device the battery status should indicate a more appropriate reading. It is unknown if the patient was brought back in for another interrogation to ensure that the battery status had self corrected as the field representative was not contacted regarding this issue. At this time the evidence suggests that this device remains in service.